Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd autoshield¿ duo safety pen needle remained fixed to the insulin pen after engaging the safety mechanism. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a bd autoshield duo safety pen needle remained fixed to the insulin pen after engaging the safety mechanism. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Two photos were returned from lot. No. 7172622, cat. No. 329605. Visual examination was carried out and a bent cannula attached to the pen injector was observed on both photos. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the photos returned and that no offending sample was returned no root cause can be identified. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.